Manufacturer narrative:
Final analysis found composition of epoxy contamination in the connector block threads which may be traced back to a manufacturing anomaly. Field complaint of high impedance readings and no capture may have resulted from the anomaly found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for removal of a pacemaker. Post procedure it was noted that a set screw had stripped in the header. As a result, lead impedance was high and capture thresholds were unobtainable. Patient was stable post procedure.